Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the facility has alleged the catheter has holes in the tubing, small splits in the tubing and/or separation at the repair kit. Device was removed. There was no patient injury.

Event description:
It was reported that the catheter had alleged holes in the tubing, small splits, and/or separation of the repaired segment. It was further reported that the device was removed. There was no patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one white hub extension leg was returned for evaluation. An irregular, somewhat s-shaped split was noted just distal to the clamp sleeve. The split was primarily longitudinal on the lumen. When viewed under magnification, it was noted that the surface of the split exhibited both smooth and granular sections. Necking was observed in multiple sections of the clamp sleeve when tensioned. The catheter was patent to infusion and aspiration with a leak observed at the site of the split. Based on this finding, the investigation is confirmed for the reported catheter leak/split. Per the evaluation, the site of the split was s-shaped with tensile weakness (necking under tension) noted at the site and a granular surface texture. These are characteristics typical of burst damage. Therefore, it is possible that over-pressurization due to the use of syringes smaller than 10ml, flushing against an occlusion or excessive force applied during infusion may have contributed to the reported event. However, based on the irregular nature of the split and the details provided, the definitive root cause could not be determined based upon the available information.